Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5- daily check , states the following: the 5.7 filter replacement: replace the filter in the following cases. When the filter counter reaches 400 injections. When the pressure is more than what is indicated on the column inspection report + 4 mpa. The filter has been in contact with blood samples. Wear protective clothing such as glasses, gloves, mask, etc., and take sufficient care to prevent infection during replacement and handling. If the analyzer is not in stand-by state, wait for the assay to end and stand-by to be displayed. You can also change the state to stand-by state by pressing the stop key. Open the door below the display. Confirm on the main screen (the second screen) that the sv1 key is open (o). Remove the filter outlet (top) flow line. Turn the top of the filter holder assembly by turning it counterclockwise and remove the filter holder by pulling it straight out. Lightly press the top of the holder to take out the old filter element. Place the new element with great care of surface of filter. The gray colored surface is the outlet (up) side. 7) firmly tighten the top of the filter holder assembly by hand until no further tightening is possible. Place a lab wipe at the filter holder outlet and run the pump by pressing the key to remove the air inside the element. Check that no more bubbles come from the outlet side, and then press the key to stop the pump. Connect the outlet side flow tube. Press the key again to start the elution buffer delivery. Make sure that the pressure falls within a range less than the original pressure (which is indicated on the column inspection report) + 4 mpa and that there are no leaks from the filter housing components and tube connections. If a leak is found, tighten the assembly further. After installing a new filter, reset (zero) the filter counter on the reagent change screen. Once the filter is tightened it will become deformed and cannot be used again. The most probable cause of the reported issue was due to operator error during the replacement of the filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving long sa1c retention time on their g8 instrument. The long retention time is occurring on the controls and the controls are within range with no flags. The customer requested the adjustment of the flow factor. The technical support specialist (tss) had the customer adjust the flow factor (ff) from 1.30 to 1.33. The customer powered down the instrument and repeated the warmup of the instrument. At the power down of the instrument the tss requested the customer to check the pre-filter. Customer indicated that it was replaced and seated correctly. On the (B)(6) 2018, the customer called back indicating the presence of fluid in the tray below the filter assembly. The tss advised the customer to replace the filter again. The tss was notified by the customer that they were not installing the filter according to the g8 operations manual. The new filter was installed correctly and when the pump was turned on the customer reported there is no evidence of any fluid leaks. The customer ran quality controls (qc) and they ran without any errors and the results were within range. Also, the qc sa1c retention time was reported to be within specification. The instrument is functioning as intended and was released. The reported error resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.